Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death is still unknown; it is pending. The medical examiner told the family that it did not look like foul play, sent out toxicology report which will take 6-8 weeks. The caller stated that they spoke with the customer on (B)(6) 2016 and everything seemed fine. After calling a couple of time and the customer not responding, the caller sent someone to check on the customer. The customer was found in the living room. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know for how long the insulin pump had been disconnected prior to death. The caller did not know whether the customer used sensors or not and whether a sensor was worn at the time of death or not. The caller stated that they do not know where the insulin pump is. The device information used on this form is the last know issued device to the customer.